Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing migraines and vomiting. The patient was admitted in the hospital and underwent a magnetic resonance imaging (MRI) to ruled out cerebrospinal fluid leakage. (Csf). The patient was also provided medications. It was also reported that the symptoms were not device related but the cause was stress from the surgical procedure.